Event description:
The ins was replaced on (B)(6) 2025 and was followed by continued high impedance/open circuit readings. The root cause of the high impedance was unknown. The impedance measured higher at the segment at the contact point when it was highlighted in red. This segment was disabled in programming.

Manufacturer narrative:
Continuation of d10: product ID b35200 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.